Manufacturer narrative:
Concomitant medical products: ddbc3d1, defib, implanted (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that high thresholds, high impedance and possible lead fracture were noted on the right atrial (ra) lead. The lead was capped and replaced. No patient complications have been reported as a result of this event.